Event description:
The customer reported increased red blood cell (rbc) and platelet (plt) background failure involving the coulter act diff 2 analyzer. The customer performed system diagnostics but could not resolve the issue. The customer indicated patient results were not impacted. There was no patient injury associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted a faulty sweep flow check valve (cv7) and aspiration probe. The fse replaced check valve cv7 and the aspiration probe to resolve the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).